Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the white advancer tube did not advance over the catheter shaft exposing the green marker. The device was held for 30 seconds and allowed to swell for 90 seconds. The lock, stabilize and deflate steps were attempted but the balloon would not withdraw through the advancer tube. At that point the advancer tube was released and the entire device was removed from the patient as a whole without passing through the advancer tube. No sealant was apparent on the device. Pressure was held for 60 seconds and hemostasis was achieved. It was also reported that the patient had a heart procedure which required the patient to stay in the hospital per the hospital's protocol. The patient's discharge date was not provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the advancer tube was stuck on the catheter 78 mm from the proximal balloon tip. An attempt to remove the balloon through the advancer tube was made and resistance was felt. Visual inspection also revealed that the slits were missing from the proximal tip of the advancer tube. Based on the information provided and the investigation performed, the reported failure was confirmed. The review of the lhr (lot f1219802) indicated that the device lot met all established performance criteria prior to shipment.